Event description:
A customer contacted haemonetics on (B)(6), 2011 and alleged they found blood dried in the centrifuge drain tube on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.

Manufacturer narrative:
Multiple attempts have been made to retrieve the device from the customer. The investigation is ongoing. A follow up report will be filed once the investigation is complete.